Manufacturer narrative:
As per field service representative (fsr), the roller pump display was flashing and the rpm window was blank. He replaced the membrane switch board and the display board. The unit operated to manufacturer's specifications. The suspect parts were returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the roller head was operating but the revolutions per minute (rpm) display was flashing and not showing the actual rpm reading. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: during a cpb procedure on (B)(6) 2018, the end user noticed that the display on his roller pump was flashing in the area that has the wording rpms. The information for the actual flow of the pump was available for the user, and the pump was fully functional. The loss of display information did not delay the surgical procedure. There was no blood loss or harm associated with the incident.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed both boards to operate as intended. The revolutions per minute (rpm) display did not flash and the rpm displayed was accurate. The pst placed both the boards on the pump test fixture, operated the test fixture for two days with no flashing of the display or loss of accurate rpm display. He agitated the boards during testing but that did not cause the display to flash or loss of the rpm display. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.